Event description:
It was reported that an ilet pump¿s touchscreen was cracked, the display became nonfunctional, and the device was no longer watertight after the user likely sat on it, resulting in loss of pump functionality and the need for replacement. Symptoms included none related to blood glucose, and the user reported that blood glucose was not affected. Outcomes included discontinuation of ilet therapy and guidance to use backup therapy and continue cgm via app or receiver. Investigation included review of the reported damage, confirmation of serial information, and user guidance to shut down the device and and inspection of the returned device . Investigation of this device revealed physical damage to the touchscreen consistent with user handling, with failure localized to the display assembly and loss of environmental seal integrity. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.